Manufacturer narrative:
It is spacelabs policy to report to each event associated with a pt death. A deceased pt was found by the nursing staff. The pt had disconnected the telemetry leads. The actions of the pt directly affected the outcome, the hospital did not indicate there was a device malfunction. Spacelabs considers this issue closed.

Event description:
The nursing staff found a deceased pt. The pt was monitored via telemetry but the telemetry leads were removed from the pt at the time of the event.